Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). This is a known issue as a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the customer is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be readily available during an application. Olympus will continue to monitor complaints for this device.

Event description:
The service center (oms) was informed that, at the end of a transurethral resection of a prostate procedure, an error code e433 appeared on the display screen of the high frequency electro-surgical generator. The generator re-started and the e433 code appeared again. At the time of the resection, they had changed the resectoscope handle to a button and it no longer allowed sealing. As a result, the patient reportedly required a blood transfusion. The patient was under epidural anesthesia and there was a 15 minute delay in the procedure. The generator was replaced and the intended procedure was completed with a storz erb generator. Prior to the procedure, an inspection was carried out without observing any anomalies, after the failure, no anomalies were observed. The connection between the cable and equipment was found to be secure. The connection block was inspected and was found to be secured. There was no damaged noted to the cable. No other devices were replaced.

Manufacturer narrative:
This supplemental report was submitted to a correction to the initial MDR aware date, the correct become aware date of the initial MDR report is june 10, 2020. The subject generator was returned to the service center (oms) on june 24, 2020 and was repaired/returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer, correct section b5 and to update the following sections: b5, g3, g6, h2, h6 and h10.

Event description:
The customer further reported the neither the blood transfusion nor the excess bleeding were caused by the device malfunction.

Manufacturer narrative:
The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (oms) was informed that, after 5 minutes of transurethral resection using vaporization procedure, an error code e433 appeared on the display screen of the high frequency generator. The generator re-started and the e433 code appeared again. The generator was replaced and the procedure was completed using equipment from another manufacturer.